Event description:
It was reported a patient had delayed wound healing due to the thickness of the product. Conversation with the surgeon revealed, "the product is too thick. The interstices are too wide. It delays healing by 2-3 weeks. Poor graft take and areas of poor to no neo dermis (were identified)." It was reported there was no patient injury alleged. It was reported the complaint is in regard to product attributes and performance.

Manufacturer narrative:
Additional information received 20nov15: there is no specific patient associated with this complaint. The product is being used in the or and dr. (B)(6) feels that the primatrix 2:1 meshed product is thicker and takes longer to achieve the results he was getting when using primatrix solid and just meshing the product himself.

Manufacturer narrative:
Integra completed its internal investigation 26feb2016. The investigation included: results: lot information was not provided. DHR review could not be conducted. No other complaint in the past 12 months has specified thickness issues based on the md's preference.no indication that a product was returned; a failure analysis is not performed.